Event description:
My husband had pain in his left arm from wear and tear over a lifetime of work. His orthopedic surgeon placed exactech's equinoxe shoulder system implant in (B)(6) 2022 to supposedly relieve pain and increase range of motion and use of left arm. This type of shoulder system implant had a life expectancy of 10-15 years according to the brochure. Pt experienced grinding noises, worsening and intense pain, decreased range of motion with excruciating pain due repetitive dislocation, followed by 2nd equinoxe implant surgery in (B)(6) 2023 with longer bone implant. Pt experienced similar symptoms with this implant, including grinding noises, worsening pain and decreased range of motion, followed by severe dislocation after slight fall in (B)(6) 2024. This became an emergency surgery, so care was transferred to another surgeon, so that it could be performed quickly on (B)(6) 2024. The 2nd equinoxe was removed at that time and an exactech antibiotic spacer implanted to rectify the situation. Following this surgery, pt had to deal with 3 wound vacs due to large amount of bloody discharge. Staples were removed, which led to an open wound and frequent dressing changes with large amount of continuous, purulent drainage. Two IV antibiotics 3 times a day were given. Surgery was performed again on (B)(6), after an infection broke through the wound site, to clean and debride the wound and place 2nd exactech antibiotic spacer, IV antibiotics were continued, and the wound was starting to heal. Another (B)(6) 2024 hospitalization occurred, due to 25 lbs of water weight gain in less than a week from heart failure, related to fluid overload from surgeries from (B)(6) to (B)(6) and continuous IV antibiotics. Infection broke through again on (B)(6) 2025, an emergency surgery was performed with 3rd exactech antibiotic spacer placed. Pt had to deal with infection, constant care, and 16 weeks of IV antibiotics. After the (B)(6) surgery, another 6 weeks of a different antibiotic was started. This led to constant abdominal pain and diarrhea from new antibiotics. 1 more surgery to implant shoulder device, when and if properly healed, is planned. Pt suffered through 3 years' worth of disability in left arm, decreased range of motion, constant pain and suffering, frequent hospitalizations and surgeries as a result of the original equinoxe shoulder system implant. 1 more surgery to implant another shoulder device, when and if properly healed, is planned. All of this would be through medical records. Serial numbers (B)(6). Screws mn320-20-30 (B)(6) stem mn 300-30-06 (B)(6) lockcap mn320-20-26 (B)(6) tray mn320-10-00 (B)(6). Implant date: (B)(6) 2022. Explant date: (B)(6) 2023. Ref reports: mw5166078 and mw5166079.